Event description:
The customer reported via phone call that they had four reservoirs that would not fill with air. The customer's blood glucose was unknown. The reservoir will be returned for analysis and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected. Pre-filled test was performed using a new lab transfer guard and no occlusions anomaly was noted during fill. Reservoir connected and locked in place properly.